Event description:
The customer contact reported unrestricted flow. On an unspecified date and time, the device was programmed to deliver an unspecified medication. No programming parameters were provided. After an unspecified length of time, it was reported the nurse "noticed free flow in the drip chamber while removing symbiq tubing from pump." The nurse that witnessed the reported event indicated the pump did not sound an audible alarm tone when the tubing was removed from the pump. The nurse closed the clamp on the tubing set and the pump was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all information known by the reporter upon query by hospira personnel.